Event description:
It was reported that the insulin pump had a cracked screen. The customer's wife did not know the blood glucose reading. She stated that the customer had hit the insulin pump in the steering wheel of a car while driving. She also observed that there was a plastic part missing from the top of the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no cracks on liquid crystal display window, no pieces missing from pump. The insulin pump had minor scratches on liquid crystal display window.